Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/15/2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed no related alarms of issues. The battery compartment was intact; the battery cap was able to properly secure to the pump. Moisture was observed within the battery compartment. Leak testing found no pump case leaks. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draws were found to be within specification. No damage or defect was found to the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.